Event description:
Report rec'd from the USA stating that the device exhibited low power. It is known that the device was being used in surgery. It is known that no injury occurred. It is unk whether medical intervention occurred. No add'l info was provided.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).